Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h3; h6 and h11. The device was not returned to olympus for inspection. The reported failure was confirmed based on the customer report and remote troubleshooting provided by technical assistance (tac). The monitor was operational on port a and port b, inputs and outputs. The clone output failed. Assisted biomed in removing monitor and preparing it to be shipped to the repair depot. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use. There were no reports of patient involvement.